Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had button error. Customer¿s blood glucose was 7.2 mmol/l. Customer stated that time does advances during the issue. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.